Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed

Event description:
The customer reported that an infusion of nicard that was programmed to infuse at around 10ml/hr was noted to be leaking from the 2 sets of quad fuse tubing which were wrapped in aquaguard. Less than 1ml was noted in the aquaguard. The tubing was changed to two trifuse sets without further incident. There was no report of patient harm.

Manufacturer narrative:
The failure investigation determined that the suspect set for this report was a concomitant device, therefore please disregard the first report. Please reference 9616066-2018-00781 and 9616066-2018-00782 for MDR reporting.

Event description:
The customer reported that an infusion of nicard that was programmed to infuse at around 10ml/hr was noted to be leaking from the 2 sets of quad fuse tubing which were wrapped in aquaguard. Less than 1ml was noted in the aquaguard. The tubing was changed to two trifuse sets without further incident. There was no report of patient harm.